Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No alarms noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump had displayable history crc check failed on startup alarm in alarm history file. The insulin pump had alarms due to corrupted history files. The insulin pump downloaded in the carelink software and all bolus deliveries registered properly in the carelink history report noted. The insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received spanish software anomaly and unexpected restart alarms. It was reported that the customer also received external ram crc error alarm. The customer's blood glucose level was reported to be 309.6mg/dl. Troubleshoot was conducted. It was reported that the pump would be replaced and returned for analysis.